Event description:
As reported, when opening the 7x18 palmaz blue on aviator balloon-expandable stent, it was found that water leaked at the pressure pump connector at the handle. Making it unusable. There was no reported injury to the patient. Additional information was requested; however, the information was not obtained after multiple attempts. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, when opening the 7x18 palmaz blue on aviator balloon-expandable stent, it was found that water leaked at the pressure pump connector at the handle. Making it unusable. There was no reported injury to the patient. Additional information was requested; however, the information was not obtained after multiple attempts. The device was returned for evaluation. A non-sterile blue/aviatorplus 7x18/142p pkg was received coiled inside of a clear plastic bag. The device was unpacked to proceed with the product evaluation. During the visual inspection, no damage or anomalies were observed via naked eye on the returned device components, the stent was still mounted in manufacturing position. Due to the reported event, amplified images of the hub were taken. No anomalies were found on the inspected component. A product history record (phr) review of lot 82341021 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿luer hub cracked¿ condition was not observed during analysis of the returned device. The exact cause of the reported event could not be determined as amplified images of the hub were taken and no cracks or anomalies were observed on the luer hub. A syringe can be seen attached to the luer hub in the amplified images and no cracks or damage were observed. Therefore, based on the information available for review, it is difficult to draw a clinical conclusion between the device and the event reported by the customer as no anomalies were noted on the device. According to the instructions for use, which are not intended to mitigate risk, ¿prior to use, the product should be examined to verify functionality and integrity. Prior to use, ensure all devices have been flushed and air is removed from the system according to standard medical practice. Failure to do so could result in air entering the vascular system. Consider the use of systemic heparinization by flushing the device with sterile heparinized saline or similar isotonic solution. Prior to any injection of contrast media or other fluid, ensure air is removed from the access catheter and hemostasis device. G. Attach a three-way stopcock to the catheter¿s inflation port. H. Purge the air from a partially filled syringe and connect the syringe to the stopcock. I. Open the stopcock and induce negative pressure. J. Hold the syringe and proximal end of the catheter vertically with the balloon tip pointing down. K. While maintaining the negative pressure, close the stopcock to the inflation port. L. Remove the syringe. M. To ensure all air is removed from the balloon and inflation lumen, repeat steps h-l. N. Prepare an inflation device with diluted contrast medium. O. Purge the air from the inflation device and connect the inflation device to the stopcock that is connected to the catheter inflation port. Caution: non-ionic contrast medium has higher viscosity and precipitation levels than does the ionic type, which may prolong inflation/deflation times. P. Open the stopcock to the catheter, the inflation lumen and the balloon will slowly be filled with diluted contrast medium.¿ neither the phr nor the product analysis suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time

Event description:
As reported, when opening the 7x18 palmaz blue on aviator balloon-expandable stent, it was found that water leaked at the pressure pump connector at the handle. Making it unusable. There was no reported injury to the patient. Additional information was requested; however, the information was not obtained after multiple attempts. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, when opening the 7x18 palmaz blue on aviator balloon-expandable stent, it was found that water leaked at the pressure pump connector at the handle. Making it unusable. There was no reported injury to the patient. The device will be returned for evaluation.